Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the side wall and in the distal and proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.

Event description:
During the atrial fibrillation procedure, an air leak was noted. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient. After inserting the introducer into the patient, a large amount of air was aspirated when heparin was flushed and the syringe was pulled. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.